Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-03425. It was reported the patient was over exerting themselves. As a result, the patient¿s scs system therapy was affected. X-rays confirmed that one of the leads had migrated. In turn, surgical intervention was undertaken on (B)(6) 2018 wherein the lead (unknown sn) was explanted and replaced with a new lead. Therapy was reportedly restored postoperatively.